Manufacturer narrative:
No abnormalities or defects were found on the exterior of the returned faradrive sheath. Analysis of the returned sheath identified a loss of fluid and pressure during functional evaluation. Inspection of the hemostatic valves identified both valves to be torn on the inner face by the center slit and confirmed to be the cause of the failure during analysis and the primary cause of the allegation for this event.

Event description:
It was reported that during an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. The device was inserted over the wire and then used to achieve transseptal access. After dilator and wire removed, the physician flushed the sheath with heparinized saline. The physician then inserted a non-bsc mapping catheter into the sheath. When advancing the catheter through the sheath, the physician noticed a significant amount of leaking coming from the hemostasis valve. The non-bsc catheter was removed, the sheath was replaced with another faradrive sheath and finished the procedure without any issues. No other catheters were introduced through the sheath before the pentaray catheter. No visual damages to the packaging or box were noticed. The procedure was completed without patient complications. The device is expected to be returned. It was further reported that no abnormalities were noted during prep. No damage was noted to the luer. The irrigation method and flow rate, controlled by the physician using the roller clamp, were administered at the physicians discretion. The devices inside the catheter included a vcc dilator, rf puncture wire, and pentaray mapping catheter. The sheath was replaced due to a leak from the hemostasis valve, which resulted in a moderately fast drip. No air was observed in the sheath or the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. The device was inserted over the wire and then used to achieve transseptal access. After dilator and wire removed, the physician flushed the sheath with heparinized saline. The physician then inserted a non-bsc mapping catheter into the sheath. When advancing the catheter through the sheath, the physician noticed a significant amount of leaking coming from the hemostasis valve. The non-bsc catheter was removed, the sheath was replaced with another faradrive sheath and finished the procedure without any issues. No other catheters were introduced through the sheath before the pentaray catheter. No visual damages to the packaging or box were noticed. The procedure was completed without patient complications. The device is expected to be returned. It was further reported that no abnormalities were noted during prep. No damage was noted to the luer. The irrigation method and flow rate, controlled by the physician using the roller clamp, were administered at the physicians discretion. The devices inside the catheter included a vcc dilator, rf puncture wire, and pentaray mapping catheter. The sheath was replaced due to a leak from the hemostasis valve, which resulted in a moderately fast drip. No air was observed in the sheath or the patient.